Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "epidural catheter body separated. The medication was no longer being provided. Female patient was in pain and the obstetrician anesthesiologist gave a bolus of xylocaine adrenaline 5cc for pain relief. This issue has been previously observed 2 or 3 times. " associated complaints: (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "epidural catheter body separated. The medication was no longer being provided. Female patient was in pain and the obstetrician anesthesiologist gave a bolus of xylocaine adrenaline 5cc for pain relief. This issue has been previously observed 2 or 3 times. " associated complaints: 3006425876-2024-01070 and 3006425876-2024-01071.